Manufacturer narrative:
Concomitant product: d274drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the svc coil impedance on the right ventricular lead was high. The lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.